Event description:
During a left ventricular tachycardia ablation procedure, a cardia tamponade occurred. The patient's blood pressure decreased slowly during the procedure and when the sbp was at 59 mmhg a cardiac echo was performed and a cardiac tamponade was noted. A pericardiocentesis was performed and the patient was stabilized with the sbp returning to normal. The physician stated the perforation occurred during the transseptal puncture when the patient began to cough at the moment the needle exited the sheath. During the procedure there was no excessive force noted to be seen on the ablation catheter. There were no performance issues with any abbott devices

Manufacturer narrative:
Additional information: b5, h2.

Manufacturer narrative:
Additional information: g4, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardia tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a left ventricular tachycardia ablation procedure, the patient became hypotensive and a pericardial tamponade was noted. During the transseptal puncture, the patient began to cough at the moment the needle exited the sheath. No excessive force was noted to be seen on the ablation catheter. A pericardiocentesis was performed and the patient was stabilized. There were no performance issues with any abbott devices.